Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a hyperform occlusion balloon catheter was returned for analysis within a shipping box and within an opened hyperform occlusion balloon catheter outer carton. Visual inspection/damage location details: the hyperform occlusion balloon catheter was returned with a guidewire within its lumen. The guidewire was found extending from within the hyperform hub ~42.2cm and from the distal tip ~0.1cm. No damages or irregularities were found with the hyperform hub. No bends or kinks were found with the hyperform catheter body. Upon visual inspection, no damages or irregularities were found with the hyperform balloon/distal tip. An attempt to remove the guidewire for further evaluation was made. However, the attempt was unsuccessful. Upon microscopic examination, a defect (puncture) was found proximal to the proximal marker band of balloon. It appeared the guidewire punctured the catheter and became entangled with itself and the catheter. No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿no/slow inflation during procedure¿ was confirmed. It is likely the damage to the balloon contributed to the event. It is likely the balloon was damaged during preparation. However, the root cause for the damage could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that when the hyperform balloon was noted to be "broken" when the guidewire was passing through. There was no patient involved in the event. Additional information was received. It was reported that the device was prepared as indicated in the IFU. There was no resistance from the microguide. The balloon did not inflate, leakage is observed at the time of preparation. An x-pedion microguide was used, which is included with the balloon.